Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male pt, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the pt subsequently expired. However, it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.